Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated that he had been inserting the infusion set in his abdomen for two years, changing the sets every five days. Advised the customer to rotate and insert in different parts of the body. Also advised the customer to change the infusion sets every two to three days. Troubleshooting was performed and the programming was correct, but the time was off by 12 hours. The insulin pump passed the leadscrew and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.